Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm that the programmer would not boot up, however, the programmer does have a long boot. As a result the hard drive was reconfigured and software was reinstalled. It was also noted that the stylus was bent but still functional, the keyboard slide cover was missing, the keyboard was pulling apart, the system fan was noisy and the left keyboard hinge was broken. (B)(4).

Event description:
It was reported that the programmer would not boot up. The programmer has been returned for repair. There was no patient involvement.